Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient's representative reported "rupture, device bleeding, breast deformity, capsular contracture - baker grade unknown, device leakage, pain and foreign object sensation". Device remains implanted. This relates to the right side

Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade iii-IV.

Event description:
Capsular contracture, baker grade iii-IV. The device has been explanted.

Event description:
Patient's representative reported implant rupture with device bleeding, capsular contracture, baker grade unknown and device leakage diagnosed by ultrasound. The patient complained of breast deformity, pain and foreign object sensation. Device status unknown. This relates to the right side.